Manufacturer narrative:
The edwards sapien xt transcatheter heart valve is indicated for patients with severe symptomatic calcified native aortic valve stenosis. Deployment of the sapien xt valve in a previously implanted mitral surgical valve is not indicated per the labeling; therefore, the labeling (ifus and ew training manuals) do not instruct the operator how to position the sapien xt valve in this scenario. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As per the article "factors influencing left ventricular outflow tract obstruction following a mitral valve-in-valve or valve-in-ring procedure, part 1", a 26mm sapien xt valve was implanted within a mosaic mitral prosthesis and the gradient across the lvot was measured to be 30mm. The patient was discharged on 7 days post procedure, but presented within 6 weeks in ccf. The investigations revealed an increase in lvot gradient to 60 mm. Redo open surgery was undertaken and the mitral shv was removed along with the sapien xt valve. Visualization of the aorta confirmed significant lvot obstruction.